Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for 14 pt samples when using the unicel dxi 600 access immunoassay system. The erroneous high test results were obtained between (B)(6) 2009 and (B)(6) 2009. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management. This is event 6 of 14 reported by the customer. An MDR was filed for each of the 14 pts.

Manufacturer narrative:
On (B)(4) 2009, the field service engineer identified that the diagnostic system check had failed. Determined the aspiration rate was out of specifications, slow. Replaced the aspirate probes, peri pump and peri pump tubing. A system check, high sensitivity system check, 50 repetition precision run and quality control all passed within specifications. Repair was verified per established procedure and results met published specifications. Root cause was not determined, but may be related to the issues found and corrected during service visit on (B)(4) 2009. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. This is 6 of 14 events reported.